Manufacturer narrative:
The biomedical engineer replaced the power supply to address the reported problem. The customer cannot provide patient information.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. This is pending repair information. Patient information and event date was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator will not work on ac power. The customer reported that the unit was in use on patient, but there was no patient harm reported.